Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), prolapsed posterior leaflet and enlarged atrium for a mitraclip procedure. During the procedure, imaging was challenging. 2 mitraclips were successfully implanted. Second mitraclip had single leaflet device attachment(slda) from the posterior leaflet. Additional mitraclip was deployed to stabilize the slda clip. Per the physician, the slda was due to the pre-existing patient anatomy. The mr was reduced to grade 1 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported single leaflet device attachment (slda) and difficult imaging appear to be due to challenging patient anatomy. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.